Event description:
Covidien received information stating that an 840 ventilator generated an error code that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).